Manufacturer narrative:
Investigation: the investigation was carried out using a keyence vhx 5000 digital microscope. The analysis of the fracture pattern illustrated a forced fracture. No pores, inclusions or foreign bodies could be found on the point of rapture. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: based on the information available as well as the result of the investigation, we exclude an error caused by manufacturing or caused by material. It can be assumed that the product was damaged previously by the user, maybe at the unpacking or at the installation to the applicator, thus the tip of the cartridge broke off completely during the usage. Corrective action: according to sop (B)(4) a CAPA is not necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: hong kong. It was reported that a distal plastic part of the cartridge was broken during surgery and fell into the patient's abdomen. The distal plastic part of the cartridge could not be found.